Event description:
It was reported that a patient underwent an unknown procedure on her leg on an unknown date and suture was used. The patient states that for the past two weeks she has experienced weeping of yellow fluid. The drainage stopped when the sutures were removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.